Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1, h4. The device was returned to olympus for inspection, and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the image is not being output in serial digital interface 1 and serial digital interface 2 channels due to a failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified diagnostic procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed no image. The issue occurred during receipt inspection. The procedure was completed using a similar device. There were no reports of patient harm.